Manufacturer narrative:
(B)(4).

Event description:
A customer reported using cidex opa solution two days after the expiration date on the bottle and the instruments cleaned in the solution were released and used on patients. The customer confirmed that quality control was performed on the solution prior to use and was successful. There are no serious injuries or infections reported with this event. As a matter of policy, advanced sterilization products (asp) has decided to all report cases when a customer uses cidex opa solution past the expiration date and the instruments are released for use on patients since high level disinfection cannot be assured.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending by lot number, system risk analysis (sra) supplier product analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The assignable cause of this issue was user error. The customer stated they used the product two days after the expiration date on the bottle. A customer letter was sent advising to always follow the instructions for use (IFU) and to properly dispose of the solution after its expiration. The issue was resolved at the customer facility. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).